Event description:
Device malfunction: stent moved after placement. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, after placement of the stent, the stent moved proximally and did not fully cover the lesion. A second stent was placed distally, partially overlapping the fist to cover the rest of the lesion. There were no adverse patient affects reported. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. There was no device malfunction reported. Stent migration is a known possible adverse event associated with the use of carotid stents as stated in acculink instructions for use.